Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and have to be pushed hard in order for them to work. Customer also stated that the act and up arrow buttons are not working. Customer's blood glucose was 200 mg/dl at the time of incident and then shot up to 600 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. However, no unexpected scrolling or ramping of numbers, off no power alerts, blank display anomalies or battery out limit alerts noted during our testing. No unexpected frozen screen anomalies noted; the time advanced properly. The insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, broken battery tube threads and stained end cap sticker.